Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-70 mg/dl. Suspected cause was due to having a basal rate and correction factor that was too low. Customer consumed glucose tablets to address bg. Customer updated the basal rate and correction factor to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.